Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was duplicated and attributed to the analog board. The customer declined repair of the device. The device was labeled as "not certified for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.